Event description:
Caller reported the customer took prescribed 20 units of lantus at 06:50 am, had an advantage system blood glucose result of 202 mg/dl at around 07:00 am. The customer passed out at 07:10 am, husband called ambulance. Emts system result at 07:15 am was 36 mg/dl. Emts treated her with glucose, transported her to hospital where she was treated with food, admitted for five days. A request was made for the return of the meter and strips, replacement sent.